Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was recently implanted and programmed. When electrocautery began ventricular fibrillation (vf) was induced. Technical services (ts) reviewed and suggested the vf may have been due to asynchronous pacing related to noise from the electromagnetic interference (emi). Ts recommended programming changes. This device remains in service. No adverse patient effects were reported.